Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal vault prolapse to the introitus, and a third degree cystocele. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, emotional distress, and fear of urinary accidents in public.(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03278. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. There are three possible lot numbers. Batch 3465278, mfg date: 09/30/2010, exp date: 06/30/2013. Batch 3465279, mfg date: 10/12/2010, exp date: 06/30/2013. Batch 3470872, mfg date: 10/18/2010, exp date: 06/30/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a iliococcygeus ligament fixation, a taping in the obturator method, and cytoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03278. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary frequency, urgency and urinary incontinence.